Event description:
(B)(4). Mr. (B)(6), male nurse of the hospital, reported to our sales rep (B)(6), that the handle of the surgical lamps are no longer clamp. Sometimes they fall down during a surgery procedure. Further, he reported if a handle didn't clamp, they turn it 180 and put it on the buck, sometimes it helps. If the handle didn't clamp afterwards, they try to put it on the handle collet from the monitor, the handle suits perfectly.

Manufacturer narrative:
There was no pt info provided by the site in this case. There is no expiration date for this product. This product was evaluated on site and replaced. There was no serial numbers provided, therefore there is no device MFR date unk. Eval summary: upon further investigation it was determined that the site appeared to be incorrectly installing the handles prior to the case. The handles are intended to be twisted 180 degrees to latch them into place. If the handles were jammed into place this would eventually damage the o-ring that holds the cover and could be considered as a root cause. The handle covers were not returned to the MFR so the root cause for the damage in this case is not known. There is a potential health risk if the handle cover had fallen off and fell on a pt during a case. The cover also could have affected the surgeon during the operation by distracting the surgeon. While there was pt involvement in this incident there were no adverse consequences reported. This not a single use device.